Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the screen had remained black and displayed a prompt requesting a password for the basic input output system and was determined that the device required reimaging. A field service engineer checked the event viewer and found disk errors, including a soft disk error, which had been generated continuously, and the customer replaced a serial advanced technology attachment cable around ten o clock in the morning, and based on the event history, no further disk errors were recorded up to four o clock in the afternoon. The fse ran the command to check the c drive with fix and repair parameters, performed a status check using the windows management instrumentation command for the disk drive model and status, and confirmed that no immediate self-monitoring, analysis, and reporting technology failure was reported. A scan of the c drive was also completed with no storage instability detected. The fse followed up with the customer to ensure there were no recurring issues and later confirmed with the customer that the problem did not return to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the orph pyxis displayed a black screen and requested a password, suspected to be a bios screen. Rebooting the device temporarily resolved the issue, however the condition recurred after several hours. The device required a drive reimage. There were no delay or adverse events or injuries reported based on this event.